Event description:
The customer reported that the lh780 hematology analyzer failed to flag for the presence of blast cells in one pt sample. The erroneous test results were reported out of the laboratory. A manual differential was subsequently performed on the sample and 17% blasts cells were seen. The pt also had a bone marrow biopsy and bone marrow aspirate ordered. The presence of blast cells was confirmed per the customer. A corrected report was sent out. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. The software algorithm of the lh780 had its flagging preferences set to [2222], which is the mid level setting for blasts and variant lymphocytes, imm. Ne 1 (immature neutrophils, primarily bands) and imm. Ne 2 (immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes). An analysis of the test data associated with this pt sample indicated an abnormality in the lymphocyte population but with less significance (in terms of size, length or degree of elongation of lymphocyte population) than that needed to trigger a blast flag. It appears that the root cause was the instrument software algorithm at mid-level setting which was not sensitive enough to generate any suspect flags for this pt sample. A field service engineer was not dispatched to the site.